Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, a tachy episode was observed however no record of egm showing the tachy episode. The egm trigger was set to high priority. No recommendations available at this time however it has been escalated for resolution. The patient was stable and will continue to be monitored.